Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 60% stenosed lesion in the right iliac artery with mild calcification. Pre-dilatation was performed and the 8.0 x 59 mm omni elite 35 stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. During removal of the sds, no resistance was felt, but the stent dislodged inside the sheath. The sheath was removed with the stent inside. The lesion was treated with dilatation only. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.